Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd safetyglide¿ needle only, 25 g x 1 in., the needle was clogged. This occurred three times during use. The following information was provided by the initial reporter: could not draw up medication, lumen is blocked.

Event description:
It was reported that while using a bd safetyglide¿ needle only, 25 g x 1 in., the needle was clogged. This occurred three times during use. The following information was provided by the initial reporter: could not draw up medication, lumen is blocked.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1340735. D.4. Medical device expiration date: 30-nov-2026. D.10. Device available for eval: yes. D.10. Returned to manufacturer on: 03-aug-2022. H.4. Device manufacture date: 09-jan-2022. H.6. Investigation summary: in response to the event reported by the facility a device history review was conducted for batch number 1340735. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each batch of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Two samples in a sealed package were submitted to aid in our investigation. Based on sample evaluation, needles were not clogged. The reported condition was not observed in the samples received.